Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the customer reported it won't connect to the monitor. The fse clarified the system would not boot up. The fse determined the cause of the problem to be a corrupted sram card. Application software for the system resides on the sram card located in the on-board solid state disk drive. A faulty sram card can corrupt the software which can result in a no boot. Fse replaced the faulty sram card to restore system functions. Based on the age of the system (last manufactured in 1994), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This is not a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The s-ram software was evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
It was reported that the system failed to boot up. No patient serious injury or death was reported related to this event.